Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the battery has to be replaced every 20 minutes and the insulin pump has had multiple power error alarms and multiple replace battery alarms in one day. The customer did receive a low battery alert prior to the replace battery now alarm. It was advised that the insulin pump will be replaced. The customer's blood sugar is 271 mg/dl.